Event description:
It was reported that the 9800 system displayed a filament calibration required error. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Flashed the system files and reloaded the calibration files. The system was tested and found to be working as intended and placed back into service.